Event description:
It was reported that there was skin erosion around the lead/extension area of the patient's dbs device. It was stated that, since (B)(6) 2011, the patient has been able to see the metal of the lead or extension behind their ear, but there remains a thin layer of tissue over the site. There were no signs of infection and the site was not producing heat. It was reported that, in early (B)(6) 2011, the patient was put on keflex for one week. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead 3387-40 lot #j0206633v; lead 3387-40 lot #j0206633v; extension 748266 serial # (B)(4); extension 748266 serial # (B)(4).